Event description:
It was reported that during the implant procedure, the threshold of the lead could not be tested. Another lead was implanted. No patient complications have been reported as a result of this event.